Manufacturer narrative:
The report event of kink lead was confirmed. As received, visual inspection showed the returned sheath (a) was found kinked on body. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8820211.

Event description:
It was reported that during a drg permanent implant on (B)(6) 2023, the patient experienced a csf leak. As a result, the patient experienced a migraine. It is unknown which lead contributed to the issue. Further follow up indicates that the patient's migraine has resolved.